Event description:
Reporter contacted patient tracking through email reporting a pump replacement due to underinfusion volume discrepancies and the patient experiencing a decrease in pain therapy. Reporter confirmed that a catheter dye study was previously performed which confirmed that the catheter was patent. Additionally, the patient's pump was discarded after replacement.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).